Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Event date, implant date, explant date; dates are estimated as only the year was provided.

Event description:
It was reported that on an unknown date in 2018 a 29mm epic mitral vale was implanted and was explanted on an unknown date due to valve deterioration. No additional information was provided.

Manufacturer narrative:
An event of explant due to valve deterioration was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that in 2018, a 29mm epic mitral valve was implanted. On (B)(6). 2022, the valve was explanted due to valve deterioration. A non abbott valve was implanted. In addition, "patient had a 31mm epic mitral in 2021 that had deteriorated." The patient was reported to be recovering.